Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the device implant detached from the delivery pusher. The implant was not returned as it remains within the patient. The delivery pusher was tested for electrical continuity and met specification. The distal end of the delivery pusher had evidence of thermal detachment as it is melted. The remainder of the device was normal in specification. The root cause of this complaint cannot be determined definitively as the entire device could not be evaluated. Although the pusher resistance is within specification, we cannot determine if there was a continuity issue prior to use as the complaint indicates the delivery was not pre-tested prior to use. The complaint indicates a red light was observed following the detachment attempts. Our IFU instructs to perform the following steps prior to using the device: the device history record was reviewed. No abnormal discrepancies or non-conformances were observed within this device build.

Event description:
During the treatment of a recanalized aneurysm, a stent and coils were deployed successfully. The last coil positioned did not detach with multiple attempts. The detachment controller was reported to have a red light. An attempt was made to withdraw the coil. Upon this attempt, the coil stretched. An alligator device was used to try to capture the coil without success. As the coil was pulled it continued to stretch and broke. A cta was performed and the proximal segment of the coil remained in the descending aorta. The patient was reported to be okay after treatment. On (B)(4) 2014 our representative spoke with the physician and the patient was reported to be doing okay.